Manufacturer narrative:
There was no donor involved in the incident. The motor control board was not returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On october 12, 2020 haemonetics was notified of a burnt pcs®2 plasma collection system motor control board.